Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had sounded an alert. Interrogation revealed the right ventricular (rv) lead had triggered an alert for low rv defibrillation coil impedance. It was also noted that the rv lead has had occasional impedance spikes on the pacing impedance. The allied health professional (ahp) stated they were unable to produce oversensing with patient maneuvers and light pocket manipulation. Measurements during in-office check were all normal, and an x-ray was completed and there was no evidence of header/connection issue. The lead remains in use and no reprogramming has been completed at this time and the patient is being evaluated for a possible lead extraction. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead displayed high pacing impedance. Additionally, the implantable cardioverter defibrillator (ICD) was thought to have a setscrew problem. Both the device and rv lead were extracted/removed and a new lead and device were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.